Manufacturer narrative:
A follow-up report will be submitted with all additional relevant information. Literature attachment: 30-day outcomes with the portico transcatheter heart valve: insights from a multi-centre australian observational study. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "30-day outcomes with the portico transcatheter heart valve: insights from a multi-centre australian observational study", was reviewed. This research article is a retrospective multicenter experience to evaluate real-world safety and efficacy of the portico transcatheter heart valve (thv) (with and without the flexnav delivery system) at the 30-day timepoint. The device included in the study was the portico transcatheter aortic heart valve. The article concluded that the portico valve is associated with satisfactory safety and efficacy parameters. [The primary and corresponding author was anthony camuglia, the wesley hospital, 451 coronation drive, auchenflower, qld 4066, australia, with corresponding e-mail: anthony.camuglia@health.qld.gov.au.]. This study included patients with severe aortic valve disease who underwent transcatheter aortic valve intervention from 01 february 2015 to 30 april 2021. A total of 269 patients were included in the study, all of which received an abbott device. The average age was 82.1 years. The majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes, ischemic heart disease, chronic lung disease, heart failure, peripheral vascular disease, atrial fibrillation/flutter, and prior stroke and transient ischemic attack.

Event description:
The article, "30-day outcomes with the portico transcatheter heart valve: insights from a multi-centre australian observational study", was reviewed. This research article is a retrospective multicenter experience to evaluate real-world safety and efficacy of the portico transcatheter heart valve (thv) (with and without the flexnav delivery system) at the 30-day timepoint. The device included in the study was the portico transcatheter aortic heart valve. The article concluded that the portico valve is associated with satisfactory safety and efficacy parameters. (B)(6) this study included patients with severe aortic valve disease who underwent transcatheter aortic valve intervention from 01 february 2015 to 30 april 2021. A total of 269 patients were included in the study, all of which received an abbott device. The average age was 82.1 years. The majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes, ischemic heart disease, chronic lung disease, heart failure, peripheral vascular disease, atrial fibrillation/flutter, and prior stroke and transient ischemic attack.

Manufacturer narrative:
Summarized patient outcomes/complications of portico valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes, ischemic heart disease, chronic lung disease, heart failure, peripheral vascular disease, atrial fibrillation/flutter, and prior stroke and transient ischemic attack. Complications reported included death, stroke, myocardial infarction, renal failure, endocarditis, surgical intervention (valve-in-valve, permanent pacemaker), unexpected medical intervention (post-balloon aortic valvuloplasty, temporary pacing), hospitalization/prolonged-hospitalization, perivalvular leak; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: 30-day outcomes with the portico transcatheter heart valve: insights from a multi-centre australian observational study b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.